Manufacturer narrative:
Product event summary: the console was not returned. Data files and field service engineering report (fser) were reviewed and analyzed. The date files confirmed an unsuccessful inflation in all applications. Per fser, when the console was turned on, there was an incessant high baseline flow (hbf) icon. It was discovered that the solenoid valve refilling (svr) was not closed properly. This caused the inflation reservoir and the pressure to continually fill up and be released through the check valve (cv) seven. The injection panel was replaced. In subsequent testing, no high baseline flow (hbf) icon was observed. The reservoir filled up at the appropriate times and inflation testing passed without any issues. Also, the console safety tests passed without an anomaly. Proper functioning of both the injection proportional integral derivation (pid) controller and vacuum (pid) were verified. Proper flow and temperature profiles were observed during performance verification using balloon inflation tests with two balloon catheters for four minutes. The console was tested and deemed appropriate for clinical use after repairs. In conclusion, the console failed the inspection by the field service engineer due to a defective injection panel.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, a system notice had occurred indicating that the balloon was not sufficiently inflated and a coaxial icon had displayed on the monitor. The catheter and coaxial cable were replaced without resolve and the procedure was aborted. The patient was under general anesthesia and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the patient data files confirm unsuccessful inflation in all application with both returned catheters. Smart chip verification indicated the catheter 2af284 / 96391-91 was used for three injections and the catheter 2af284 / 96391-97 was used for thirteen injections. For the console n6717, the product has not been returned for investigation; still in use. Technical support was notified of this occurrence. Upon review of complaint information, a work order was initiated to review console performance on site. As per work order (wo-00090579) at console power on, there was an incessant high baseline flow (hbf) icon. Svr was found to not close properly, causing the inflation reservoir to continually fill and for pressure to be continually released via cv7. The injection panel was replaced to resolve the issue. In subsequent testing, no hbf was observed and the reservoir filled at only appropriate times. Inflation testing passed without issue. All console safety tests passed without anomaly. Proper function of both the injection pid and vacuum pid were verified. Proper flow and temperature profiles were observed during performance verification with a freezor, freezor max, and arctic front catheter that included two 4 min. Balloon inflation tests. The console is ready for use. In conclusion, the console 106a3 / n- 6717 failed the inspection by field service engineer due to defective injection panel. The product issue reported (system notice 22405 & coaxial icon) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.